Manufacturer narrative:
The handswitch has not been received at the manufacturer for evaluation. Once received and evaluated, a follow-up report will be completed.

Event description:
It was reported that the handswitch goes from safety to running by itself. There was no report of patient or user injury associated with the alleged event.